Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings: on investigation, the pump powered up to a display with pinkish contrast. Paint on the pump was scratched. No other defect was found. (B)(6).

Event description:
The pump was returned for investigation. Investigation found a discolored display. This report is made based on the results of investigation completed on 03/25/2015.